Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was not secure and the insulin pump was pulled out due to which they had high blood glucose. The blood glucose was unknown. The customer offered the troubleshoot but customer declined it. The device will not be returned for the analysis.